Event description:
The account alleged the bed exit alarm is not sending a call to the nurses station. No pt impact.

Manufacturer narrative:
The account replaced the communication cable to resolve the issue.